Manufacturer narrative:
B5 - narrative information. B6 - relevant tests/laboratory data, including dates. H6 - adverse event problem codes. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
They were noted to have had a right ventricular assist device (rvad) post left ventricular assist device (lvad) implant due to right heart failure. The patient had low flow alarms at night for 5 days starting on (B)(6) 2024; no alarms were present during the day. Follow up log files were submitted for review. The event log contained low flow estimates as well as sustained low flow hazard events when the calculated pulsatility index (pi) was dynamic and elevated. The patient had no active arrhythmias, their volume status appeared stable, and clinically had no signs or symptoms of right heart failure. They were mildly hypertensive, and medications were added. They had pericardial effusion that was mild to moderate and were to get an echocardiogram on (B)(6) 2024. Colchicine was added for the effusion and isosorbide was added for afterload. The patient was discharged home and tolerated the left ventricular assist device (lvad) well. They still had occasional low flow alarms and their volume and blood pressure was monitored.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms were confirmed based on a review of the submitted log files. Although a specific cause for the alarms cannot be conclusively determined through this evaluation, the account reported that the low flow alarms were attributed to right ventricular dysfunction, dehydration, and intermittent episodes of hypertension. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. A review of the submitted log files revealed numerous low flow alarms. The low flows appeared to be associated with elevations in pulsatility index (pi). No other notable events were captured, and the pump appeared to function as intended. Multiple attempts for additional information were sent to the customer; however, no further information has been provided at this time. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision a, and the heartmate 3 lvas patient handbook are currently available. Section 1 of this document lists adverse events, including right heart failure, hypertension, and pericardial fluid collection, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6 of the IFU also states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files submitted for review captured multiple low flow flags on 24jun2024 and 25jun2024 that were not sustained long enough to activate the audible alarm. On 28jun2024, the patient was having consistent low flow alarms despite clinical optimization, impacting quality of life. Follow-up log files were submitted for review. The log file captured low flow events on 28jun2024. There did not appear to have been any type of mcs equipment issues that caused these events. The low flow events seemed to have been a patient hemodynamically related issue and not a ventricular assist device (vad) issue. The patient was mostly asymptomatic but had some right ventricular dysfunction and preserved native contractility, causing their flows to be between 2-3. They were to undergo evaluation for the cause of the alarms with echocardiogram, right heart catheterization (rhc), and chest computed topography (CT). The cause of the low flow alarms was identified to have been a combination of right ventricular dysfunction, dehydration, and intermittent episodes of hypertension (htn). They occurred mostly supine and florinef (fludrocortisone) was given for orthostasis. A system controller 2.0 software exchange was to be performed and then preload and afterload were to be continued to be worked. A low flow software request was made. It was stated that on 05jul2024, a system controller exchange was performed to install the 2.0 software. The site wondered why the driveline disconnect alarm and pump off alarm registered as 4 times, when the site stated they only disconnected it once. The event file captured 17 driveline disconnect events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.